Event description:
Related to MFR report#s: 2183959-2012-01778 and 01779. It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock sling on or about (B)(6) 2008, to treat her stress urinary incontinence and/or pelvic organ prolapse. Plaintiff's attorney alleged plaintiff suffered, mental and physical pain, serious bodily injuries, including, but no limited to extreme pain, vaginal erosion, worsening dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, hardening, mesh erosion, and has required add'l surgery on (B)(6) 2010 (see MFR report number 2183959-2012-01779).

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.